Manufacturer narrative:
The pump passed all functional testing including the sleep current measurement, active current measurement, rewind test, prime, seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08665 inches however, the pump alarmed pump error 63 during the self test and pump error 63 alarm (variable 3) is found in the downloaded history file due to broken trace at pin 6 (sda) u1 on the keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer was hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 500 mg/dl. The customer experienced the nausea, vomiting abdominal pain, low heart rate related to the high blood glucose. The device will be returned for the analysis.